Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon reviewing remote transmission, the right ventricular lead exhibited low impedance and oversensing of noise resulting in many noise reversion episodes. On the electrocardiogram, the noise was noted during an atrial fibrillation (af)/atrial tachycardia (at). The pacemaker was responded appropriately to lead noise. The patient primarily paces in the atrium when not in atrial arrhythmia. Intervention was planed. The patient was stable and will continue to be monitored.